Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the flat mesh may have caused or contributed to the alleged infection. Additional information has been requested. With the information provided at this time, no conclusion can be made. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via the (B)(6): on (B)(6) 2017 - the patient was implanted with davol flat mesh during a tension-free herniorrhaphy in the right lower abdominal incision. On (B)(6) 2017 - the patient presented with purulent liquid infiltration. The wound infection was taken into account and the patient was immediately treated with fluid accumulation.